Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement o2 sensor assembly. They also issued a return goods authorization (rga) number to distributor for the return of the alleged faulty o2 sensor assembly for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty o2 sensor assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "during a regular maintenance work, our engineer replaced the o2 sensor and started the ventilator. About 30 minutes later, "o2 sensor failure" occurred. He performed a calibration of o2 sensor but the failure reproduced. This is an "out of box failure". The distributor requested a replacement o2 sensor assembly.

Manufacturer narrative:
Device evaluation: carefusion was unable to duplicate the customer's reported issue. The first investigation performed was incorrect due to a faulty blender in the test unit. Carefusion scrapped the o2 sensor after the investigation.

Manufacturer narrative:
Failure analysis (fa) lab received a vela o2 sensor. The vela o2 sensor was installed into a known good unit and perform ambient and 100% pass. Perform fio2 performance testing and failed during 30%, 60%, 90% readings with check o2 cal and reading out of range. The customers reported issue was duplicated. The sensor will be sent back to analytical industries inc. For further evaluation.